Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported that the wigglepad used with the optiflow junior nasal cannula would not adhere on patients face. There was no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject device was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: visual inspection of the photography provided by the customer revealed that the wigglepads used with optiflow junior nasal cannula was not sticking properly on the patients face. Conclusion: without the subject device being returned for evaluation, we are unable to determine the exact cause of the reported fault. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and also contain the following information: - "ensure infant's face is dry before sticking the wigglepad. " - "check cannula remains secure on the face. Reposition wigglepads if required."

Event description:
A distributor in china reported that the wigglepad used with the optiflow junior nasal cannula would not adhere on patients face. There was no reported patient consequences.